Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen had become dim, discolored and more difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 - date of submission 08/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings:during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed evidence of moisture inside the battery compartment. A leak test was performed and crack was found on the battery compartment. The pump case was removed and no further evidence of moisture was found.